Manufacturer narrative:
Evaluation summary: no devices or photos were received, therefore the condition of the liner is unknown. It is unknown whether the fit and orientation of the acetabular components was performed as per surgical technique. Surgical notes from the primary surgery and any subsequent surgeries were not provided. No x-rays were returned therefore the fit and orientation of the components is unknown. Patient factors that may affect the performance of the components such as activity level, type of activity, rehabilitation protocol both physiological and pharmaceutical and compliance thereof are unknown. Time in vivo was not provided. Based on the above information and observations, one or a combination of the following events may have caused the dislocation(s): incorrect positioning of the shell upon implantation, potentially causing impingement between the stem and liner, which could have caused the femoral head to dislocate. Mating component size mismatch; patient factors such as activity level, type of activity (low impact vs. High impact) and/or compliance with rehabilitation protocol both physiological and pharmaceutical; muscle and fibrous tissue laxity around the hip could potentially lead to insufficient functional support to the joint. However, the exact cause of this situation cannot be determined with certainty at this time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.

Event description:
It is reported that the patient was revised because of dislocation.